Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. The investigation will be re-opened should additional data become available.

Event description:
Boston scientific reported this rv lead was capped due to a product performance issue.

Manufacturer narrative:
(B)(6) 2018 - boston scientific reported this system was removed due to twiddlers syndrome and lead fracture. It is unclear if this lead was capped or explanted. An explant date was not reported.